Manufacturer narrative:
Product event summary: manufacturer¿s analysis confirmed the customer comment that the device had broken output connectors. It was also noted that the lower case was broken and contaminated, the hanger assembly was contaminated, both output connector nuts were contaminated, all case screws and the hanger screw were contaminated, the main seal was contaminated, and both wires on the liquid crystal display (lcd) were pinched without compromise to the insulation. All found defective parts were replaced and all other identified issues were resolved. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial/ventricular connectors of the external pulse generator (epg) would not allow the cable to lock into the device. The epg has been returned for repair and a requested test and calibration procedure. There was no patient involvement.